Manufacturer narrative:
(B)(4). The customer reported the error code on the device was garbled, and the fse noted a discharge issue. There was no adverse patient impact. This complaint is still being investigated, a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the error code on the device was garbled, and the fse noted a discharge issue. There was no adverse patient impact.